Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The device was aligned with the 2.0 ma position when receive; the device would light which indicates it was delivering stimulating current. The device was then functionally tested in the other two positions with no issues or intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested with no out of specification condition identified:position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.48ma, position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 0.99ma and position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 1.97ma. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the stim was opened on the sterile field in preparation for use during the procedure, however the device did not work with multiple attempts. There was no visual or audible indicators that alerted the user of the issue. There was a minor delay while opening the unit; however, there was no adverse effect to the patient. The hcp opened another one and continued with the procedure. There was no patient impact.